Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances of greater than 3000 ohms. In addition, intermittent capture was also observed at 7.5v at 2.0ms. An x-ray was performed and no abnormalities were seen. The patient was then brought in and lv pacing was programmed off. They discussed upgrading the patient's system, but a date was not set. In addition, it was noted the patient was not taking their medications during the time of these observations. At this time, the lv lead and existing cardiac resynchronization therapy defibrillator remain in service. The patient will be monitored and there have been no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide additional information. The left ventricular (lv) lead also started exhibiting noise. Testing was performed and the noise was reproduced with isometrics. An x-ray was then performed which revealed the lead was fractured. A revision was scheduled and the lv lead was successfully explanted and replaced. No additional adverse patient effects were reported.